Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative (rep) went to the site to test and service the equipment. The rep could not recreate the issues. The rep found that the logs showed ps1 power supply issues. The 5 volts was drifting. Another rep continued testing and servicing on the system. The rep replaced the starter board and starter cable, the ps1 power supply, the power cord, and the hand switch. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used during a sacroiliac and thoracolumbar procedure. It was reported that the 3d images from the imaging system were dark. The site continued to use them for the case. There was a surgical delay of less than 1 hour, and there was no impact on patient outcome.